Event description:
In 2007, the patient reported experiencing elevated blood glucose of 340 mg/dl and she felt "sick". Her normal blood glucose range is 90-120 mg/dl. She stated that she feels the elevated blood glucose is due to kinked infusion set cannulas. She stated that she lowered her blood glucose by changing her infusion set and bolusing through her infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient discarded the alleged product. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.